Event description:
It was reported the subject device had a defective probe, there was no probe visible at the distal end and the catheter was twisted. No patient harm reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional . Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction is being made to previously submitted h6 investigation conclusion code. The correct code is d15. Based on the results of the investigation, a probable cause could not be determined.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had a defective probe, there was no probe visible at the distal end and the catheter was twisted. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. In addition, the device evaluation found the probe tip to be extremely stretched. Based on the results of the investigation, the most probable cause of the complaint is cause traced failure to follow instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): 3 inspection: -if any irregularity is observed with the ultrasonic probe as a result of the following inspection, do not use it and contact olympus. Using an abnormal ultrasonic probe may result in infections, incidents such as malfunction in the middle of the examination, equipment damage, or degradation of performance. -do not hit, stretch, twist, drop, or bend excessively the distal end, insertion section, or connector section of the ultrasonic probe. Otherwise, the equipment may be damaged, causing an injury in the body cavity, burns, bleeding, perforation, or detachment of parts -never insert or withdraw the insertion tube abruptly or with excessive force. Patient injury, bleeding, and/or perforation can result. -if it is difficult to insert the probe, do not forcibly insert the probe; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.